Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
On or about (B)(6) 2024, decedent plaintiff underwent placement of an angiodynamics port product, model/reference number (B)(4), lot number 5817580. The device was implanted by dr. (B)(6), md at (B)(6) for the purpose of providing chemotherapy. On or about (B)(6) 2024, decedent plaintiff's port was found to be infected, and decedent plaintiff was diagnosed with sepsis. Port removal was recommended. On or about (B)(6) 2024, decedent plaintiff's port was removed by dr. (B)(6), md at (B)(6). On (B)(6) 2024, decedent plaintiff passed away due to complications from, and the direct effects of, her port infection and sepsis.